Manufacturer narrative:
Manufacturer's report date: 06/01/2011. (B)(4). The device has been received, but the evaluation has not yet begun. A follow up report will be submitted once the investigation has been completed.

Event description:
Customer reported that while infusion blood, the device alarmed for air in line but continued to pump. The user noted air in the tubing below the ail sensor and was unable to tell how much air was in the line. Air was pumped into the pt's cordis. Prior to flushing cordis, the user drew back to get residual air out of line. Biomed evaluated the device. Reviewed the history in the pump and confirmed ail alarm occurred on channel b. Biomed functional testing could not reproduce the error reported by the user. Customer stated there was no apparent injury to pt. No medical intervention was required. No additional pt or event information was provided.